Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in operation on a patient. The root cause was determined to be a defective mainboard. In consequence the mainboard was replaced. There was no patient or user harm.

Event description:
The battery can't be charged. I plugged the battery into c3(sn:(B)(6)) and connected to ac for 4 hours. The capacity of the battery is still 53%. I plugged the battery into another c3 for 4 hours then the capacity of the battery is 100% . It means that the battery is ok. Replace the main board,the problem solved at last.